Event description:
It was reported that pump displayed malfunction alarm code 16 and customer had no backup insulin therapy available at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to contact healthcare provider for backup therapy, to place pump in storage mode before return, and to transfer pump settings and reconnect continuous glucose monitor to replacement pump, while Technical Support arranged urgent replacement pump shipment and instructed customer to return malfunctioning pump using prepaid label within 10 days.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.